Manufacturer narrative:
Device evaluation: one smiths medical cadd solis vip pump was returned for analysis with a damaged lens, missing tamper seal and a loose downstream occlusion (dso) seal. Event log history was performed and indicated that "high alarm displayed: cassette not attached properly" and "high alarm silenced: cassette not attached properly" were recorded in history. During analysis, the customer's reported complaint was confirmed. It was noted that the cause of the reported problem was contamination of the dso sensor. Service will replace the contaminated dso sensor to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received that a smiths medical pump kit, cadd-solis vip, mdl 21 had "cassette not properly attached" alarm. No patient involvement.